Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an adbominal aortic aneurysm 2004. Aneurysm and morphology is unk and the right iliac artery was very calcified. It was reported that the pt was not a good candidate for open surgical repair. The implant procedure was uneventiful; however, an endarterectomy and placement of a patch in the left iliac artery was required. The pt tolerated the endovascular procedure well; however, it was reported that pt had several EKG changes during their recovery and expired three days later.